Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with fortum injection (500mg and ongoing). At the time of this report, the patient was recovering and still hospitalized for the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported that antibiotic treatment was discontinued. The patient has recovered from the event and was discharged. Should additional relevant information become available, a supplemental report will be submitted.